Manufacturer narrative:
Integra has completed their internal investigation 06/10/2015. Methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the device history record for the unit(s) listed in this complaint under lot code/work order 144/(B)(4) on 05/22/2014. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr's or reworks associated with this lot/work order number. No service history on file. CAPA was issued to address the force of the torque screw exceeding tolerance and was closed on 12/04/2012. The issue will continue to be monitored. Conclusion: in summary, engineering and quality were not able to verify the customer complaint. According to the part's instructions for use, when increasing the skull clamp's force by advancing the torque screw to a desired setting, indicated on their visual readout, then back off one quarter turn. This incident will be monitored for trending.

Event description:
The force suddenly rose from 40 lbs. The prod problem was detected during the inspection from incoming goods by the distributor. There was no pt contact and no pt injury.

Manufacturer narrative:
To date,the device involved in the report incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.